Manufacturer narrative:
This report has been identified as b. Braun medical inc. (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough evaluation could not be performed and no specific conclusions can be drawn. While no specific conclusion can be drawn, it is possible the catheter may have been withdrawn or partially withdrawn through the needle, thereby shearing the catheters. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or catheter material number. There are no other reports of this nature against the reported lot number. All available information has been forwarded to the device MFR of the catheter. If the sample is received for evaluation or if additional pertinent info becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports resident was inserting an epidural catheter for a labor epidural. The catheter was pulled back with the needle in place. The catheter sheared in the pt. A CT scan was performed, but unable to visualize the catheter. There was no pt injury reported.